Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The root cause of the issue was the thermostat being set outside the manufacturing specifications. The vaporizer was replaced to resolve the issue.

Event description:
It was reported that there was a malfunction resulting in insufficient anesthetic agent delivery. There was no patient involvement.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.